Event description:
Our affiliate is reporting to us that on (B)(6) 2013 during an arthroscopic meniscal repair with the use of omnispan for fastening, it appears that while attempting to deploy the fastener, the surgeon over penetrated and upon retracting the device the silicone retention tubing came off of the inserter needle and fell into the joint space. It appears that the patient was kept overnight and underwent a re-surgery the next day, (B)(6) 2013. The compliant device is being sequestered at the user facility, nothing being returned.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.